Event description:
The customer stated, that she was hospitalized due to high blood glucose. The blood glucose reading was not reported. The customer stated, that the screen on the insulin pump was frozen. Troubleshooting was performed and electro static discharge was explained to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow one the analysis has been completed.